Manufacturer narrative:
Batch review performed on 21 march 2018 (B)(4).

Event description:
The patient came in complaining of instability. The surgeon determined that the tibial component was loose. Revision surgery performed on (B)(6) 2018, the tibia and inlay swapped successfully.